Event description:
A call to technical services on (B)(6) 2012 states that a sprint fidelis lead may be capped for an unknown reason. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).